Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Two patients had pseudoaneurysms treated with thrombin injection. Two patients had tamponade and required pericardiocentesis. One of the tamponade patients required blood products and was discharged safely after 13 days. One patient suffered a stroke and experienced hemiparesis and was discharged into neurological rehabilitation with mild residual deficits. One patient had phrenic nerve injury (pni) which resolved before discharge. The baseline gender/age characteristics is female/82 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: catheter ablation for atrial fibrillation in octogenarians¿outcome and impact for future same day discharge stra tegies. Circulation: journal of cardiovascular electrophysiology. 2025; https://doi.org/10.1111/jce.16600 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the aim of the study to investigate the acute and chronic efficacy as well as safety of catheter ablation (ca) for atrial fibrillation (af) in octogenarians in a large volume ep center. Additionally, the study investigated predictors that identify octogenarians at risk for longer hospitalization after ca and thereby define patient cohorts which may not be suitable for future same day discharge (sdd) programs. Two patients had pseudoaneurysms treated with thrombin injection. Two patients had tamponade and required pericardiocentesis. One of the tamponade patients required blood products and was discharged safely after 13 days. One patient suffered a stroke and experienced hemiparesis and was discharged into neurological rehabilitation with mild residual deficits. One patient had phrenic nerve injury (pni) which resolved before discharge. The status of the device is unknown. No additional adverse patient effects were reported.